Manufacturer narrative:
Medwatch report was inadvertently filed. Reported issue was a non-reportable event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump had been skipping over some steps during the cartridge loading process. The customer was able to complete the load process and resume insulin delivery. The customer's blood glucose was not impacted. As the event had occurred in the past, the customer could not recall the exact details of the event.